Event description:
It was reported that a spectrum pump "turned on and off" without user input. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom "turns on/off by itself" which was not reproduced. The reported symptom was confirmed through review of the history log as improper shutdown messages. The device was found to be operating mechanically as designed and no action will be taken at this time.